Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the customer reported needing approval to send the blender in for routine overhaul which will resolve the issue

Event description:
The customer reported while using the low flow blender series; the assembly has a broken knob. The customer reported the knob could turn, but oxygen would not bleed in. The customer reported there is no patient involvement associated with the event.